Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient's right ventricular lead exhibited noise. During the procedure, lead insulation breakage was noted on the lead. The lead was abandoned and replaced on (B)(6) 2019. The patient was stable before, during, and after the procedure.